Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00366. This report is being submitted as additional information. Manufacturer's investigation conclusion: the report of outflow graft narrowing cannot be confirmed through this evaluation. The patient remained ongoing on heartmate ii left ventricular assist system, serial number (B)(6) until they underwent a pump exchange to another manufacturer¿s device on 04may2018 (refer to MFR # 2916596-2018-02159). The device was not returned for evaluation. A corrective action has been initiated to investigate extrinsic outflow graft obstruction associated with the heartmate ii and heartmate 3 left ventricular assist systems. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 5 "surgical procedures" provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU specifically states: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief. The line should be straight." Additionally, this section cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. The heartmate ii lvas patient handbook rev. C is also currently available. The patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had outflow graft stenting for outflow graft narrowing on 27 dec 2017. Lactate dehydrogenase (ldh) was elevated above baseline prior to stenting and had not come down (elevated ldh also reported in MFR # 2916596-2018-00365).